Event description:
It was reported that the pt underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The pt experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the pt has undergone multiple surgeries and revisionary procedures. No additional info was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was reported that following insertion the patient experienced pain (cramping), urinary problems, recurrence and other. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.